Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field during a stent assisted coil embolization for an aneurysm at the middle cerebral artery, coils were filled with the aneurysm and an enterprise2 4mmx39mm intracranial stent (encr403912, 8028695) was delivered to a prowler select plus microcatheter (606s255x, 31024375). When distal end markers of the stent passed through the microcatheter tip, the stent was impeded and could not be released. After several attempts, the stent was still impeded in the microcatheter (mc). The physician removed the microcatheter and stent from the patient¿s body and completed the surgery. Additional information received indicated that there was no procedural delay due to the event. A non-sterile 4mm x 39 mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent delivery system was received within a prowler select plus microcatheter. The detached stent was also included. No damage or anomalies were observed. The tip of the included microcatheter was inspected under magnification. Crystallization from saline was noted, though no damage on the material was present. The stent delivery wire tip was inspected under microscope as well and no damage or anomalies were observed. The delivery wire was pushed forward through the catheter, and it was able to be successfully advanced along the entire length of the microcatheter with little to no resistance. The introducer, retraction bump and marker distance were subjected to dimensional analysis, and all measurements were found to be within specification. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 8028695. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. Since the distance between the delivery wire tip and reference marker was found to be within specifications, manufacturing or design defects are not suspected. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. The detached condition of the stent was not reported initially and is therefore considered a result of device handling and manipulation for return to analysis site and thus, not a factor in the reported event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00697.

Event description:
As reported by the field during a stent assisted coil embolization for an aneurysm at the middle cerebral artery, coils were filled with the aneurysm and an enterprise2 4mmx39mm intracranial stent (encr403912, 8028695) was delivered to a prowler select plus microcatheter (606s255x, 31024375). When distal end markers of the stent passed through the microcatheter tip, the stent was impeded and could not be released. After several attempts, the stent was still impeded in the microcatheter (mc). The physician removed the microcatheter and stent from the patient¿s body and completed the surgery. Additional information received indicated that there was no procedural delay due to the event.